Event description:
The customer stated that the ECG waveform is distorted. Does not state if the ECG is from the leads or pads. No pt harm occurred.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.